Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, vaginal prolapse, abnormal uterine bleeding and mesh was implanted. It was reported that the patient had a concurrent procedure of a tvh, anterior repair, cystoscopy and mesh performed during mesh implantation. It was reported that the patient underwent mesh removal on (B)(6) 2006 due to incomplete voiding. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.